Manufacturer narrative:
The complaint on the mc33213 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13952933 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot of history review will be performed.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The customer reported that the nurse started the patient's IV she got the IV in the vein without issue. She went to attach the extension set and she pulled back the luer lock and inserted the tip of the extension set into the IV catheter. When screwing in the extension set luer lock, the apparatus did not feel like it was twisting on and sitting well onto the IV catheter. When the customer went to flush the line with normal saline to ensure patency, the IV began to leak around the extension set. The nurse attempted to tighten it more, but it continued to leak. The customer had to replace the extension set; customer stated that in a very patent vein this is difficult as it causes blood to leak from the vein quickly even with another nurse holding pressure and this caused distress to the patient (child) and parent having to see the blood. This resulted to them having to hold a very upset 4 year old longer to clean up the blood and re dressing the IV which is not ideal for anyone involved and is delay of care. There was patient involvement; harm was not reported as a consequence of this event.